Event description:
(B)(6) called, a hospital case manager, reported that the pt, who is 14 weeks pregnant, was hospitalized for diabetic ketoacidosis. The pt has been experiencing severe low blood glucose (44 mg/dl at midnight, 42 mg/dl at 12:15 am, and 55 mg/dl at 12:26 am on (B)(6) 2013). She did not report any treatment for these low bg values, but then her bg shot up very high. At 3:51 am, her blood glucose read "high" (>500 mg/dl). Her husband had to call an ambulance. The pt stated that her omnipod system was not the cause. She was not stabilized at the time of the call, but was scheduled to be released on (B)(6).

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. No product lot number was reported. Therefore, no qualification record review could be performed. The omnipod user guide warns "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," "if you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises "any time your blood glucose is low, treat it immediately, check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high."